Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware, on (B)(4) 2016, that on (B)(6) 2016, there were continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred . Sensor was inserted on (B)(6) 2016, on the arm. It was reported that more than one bg meters were used throughout the same sensor session. No additional event or patient information is available. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. Additionally: always use the same meter you routinely use to measure your blood glucose. Blood glucose meter and strip accuracy vary between meter brands. Switching within a session might cause sensor glucose readings to be less accurate.